Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a blister on his back under the therapy electrode pad. The patient's physician advised the patient to remove the lifevest until the blister healed. Follow-up attempts were unsuccessful. The medical outcome of the blister is unknown.